Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d334trm implantable cardioverter defibrillator (B)(6) 2013; 4459 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged on the day of implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.